Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that an external blood leak was observed "at the red tip" of a prismaflex st100 set during continuous renal replacement therapy, further described as "causing air to enter the filter tubing and filter clotting". The volume of blood loss was not known. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not received for evaluation, however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak from the set access luer connector. The specific defect that allowed the leakage was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.